Event description:
It was reported that a skin reaction occurred. The sensor was inserted in to arm, which is off label usage of the device on (B)(6) 2024. On (B)(6) 2024, the patient experienced a skin reaction with redness, and pimples, at the needle puncture site. When the sensor was received the patient noted a skin reaction, but did not pay too much attention to it, as it did not look alarming. After 2 days it became worse, and the patient visited a healthcare provider (hcp). The patient was diagnosed with cellulitis and received treatment with an oral antibiotic, cephalexin. The patient was advised to come back to the hospital if the symptoms would persist. Two days after starting the treatment the patient went back to the hospital. This time the patient underwent surgery for the cellulitis and was hospitalized for a total of 4 nights. No further details were reported regarding the intervention nor the stay at the hospital. There was no documentation of further medical intervention. At the time of the report the patient was stable. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).